Manufacturer narrative:
We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a no disposable alarm" is the dso sensor. The most probable cause for the visible air in line is a disposable issue; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a "no disposable pump will not run" alarm, the alarm was silenced and settings reviewed. Tubing clamped and cassette removed, air bubbles were noted. Tubing massaged and cassette tapped on hard surface. Cassette reattached but alarm returns. Repeated troubleshooting steps but alarm persists. Rate 5.2ml, res volume 18.2ml, given 221ml. No adverse patient effects were reported by the customer.